Manufacturer narrative:
The patient was experienced hernia with implant migration post implant of phasix mesh. Based on the information provided, the mesh was found to be intact, and states the fixation device fasteners had failed to hold the mesh in its intended position. It cannot be determined why the fixation did not hold at this time. Review of manufacturing records for the phasix mesh confirms product was manufactured to specification. Lot number was not provided for the sorbafix and a manufacturing review could not be performed. This MDR represents the sorbafix fixation (device 2). An additional MDR was submitted to represent the phasix mesh (device 1). Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. Addendum: h11: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the corrected medical device catalog # and product name. Updated field: b4, b5, g3, g6, h2, h10, h11 corrected field: d1 (medical device brand name), d4 (medical device catalog #) this supplemental MDR represents the sorbafix enhanced fixation (device 2). An additional MDR was previously submitted to represent the phasix mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported per clinical trial dvl-he-018: on (B)(6) 2023, the subject patient underwent primary laparotomy-colectomy procedure during which a phasix mesh (device 1) was trimmed and placed in onlay fashion using sorbafix enhanced fixation device (device 2). The patient was discharged to home on (B)(6) 2023. On (B)(6) 2023, patient had pain and underwent CT scan which revealed 3.5x3.5 cm hernia. On (B)(6) 2023, the patient underwent a robotic assisted recurrent hernia repair procedure. It was found the previously placed phasix mesh migrated alleging the sorbafix enhanced fasteners had failed to hold the implant in place. The phasix (approx. 90%) was removed/explanted. A permanent synthetic mesh was used to treat the hernia. The adverse events as reported regarding the mesh device have been assessed per the clinician as severe in severity. The reported adverse event does not meet the definition of uade (unanticipated adverse device effect).

Manufacturer narrative:
The patient was experienced hernia with implant migration post implant of phasix mesh. Based on the information provided, the mesh was found to be intact, and states the fixation device fasteners had failed to hold the mesh in its intended position. It cannot be determined why the fixation did not hold at this time. Review of manufacturing records for the phasix mesh confirms product was manufactured to specification. Lot number was not provided for the sorbafix and a manufacturing review could not be performed. This MDR represents the sorbafix fixation (device 2). An additional MDR was submitted to represent the phasix mesh (device 1). Hernia recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions-for-use, supplied with the device, as a possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported per clinical trial dvl-he-018: on (B)(6) 2023, the subject patient underwent primary laparotomy-colectomy procedure during which a phasix mesh (device 1) was trimmed and placed in onlay fashion using sorbafix fixation device (device 2). The patient was discharged to home on (B)(6) 2023. On (B)(6) 2023, patient had pain and underwent CT scan which revealed 3.5x3.5 cm hernia. On (B)(6) 2023, the patient underwent a robotic assisted recurrent hernia repair procedure. It was found the previously placed phasix mesh migrated alleging the sorbafix fasteners had failed to hold the implant in place. The phasix (approx. 90%) was removed/explanted. A permanent synthetic mesh was used to treat the hernia. The adverse events as reported regarding the mesh device have been assessed per the clinician as severe in severity. The reported adverse event does not meet the definition of uade (unanticipated adverse device effect).